Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The 90 w low power supply was replaced. The system was found to be working as intended and placed back into service.

Event description:
It was reported that a bad smell occurred when the power switch of the stenoscope was turned on. No patient injury was reported.